Manufacturer narrative:
B3: day and month; unknown, year; valid. H3: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection showed cracking around the metal pole of rear housing, battery compartment is damaged, lcd lens is cracked. Functional testing was performed. The air in line alarm was failed during the accuracy test.

Event description:
It was reported that the rear housing was damaged. As per reporter, there was no patient involvement. The evaluation the device identified the failed air in line alarm during device accuracy test.